Event description:
Reporter stated that customer received the following results on the aviva combo system within 10 minutes: 180 mg/dl and 60 mg/dl. Customer had hypoglycemic symptoms of trembling at the time of the 180 mg/dl result. Customer self-treated with 2 biscuits and then ran the 2nd test of 60 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6).